Event description:
It was reported that during a lap adrenalectomy procedure, after 15 to 20 minutes of continuous activation, the tissue pad began to melt off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.